Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient reported that the tube was placed in the hospital in 2014. At that time, the doctor placed an intra-abdominal tube. In (B)(6) of this year, the patient discovered that the titanium connector was suddenly broken at the non-external short tube during abdominal dialysis. The specific fracture was not informed. The patient immediately clamped the tube and went to hospital for medical treatment. The doctor cut off a section of the intra-abdominal tube outside the patient's stomach and reconnected it. Two (2) days later, the patient developed peritonitis. Before the treatment, the patient informed the doctor that the intra-abdominal tube had suddenly broken. The doctor informed that the peritonitis might be caused by the bacteria entering after the tube was broken and added gentamicin and other anti-inflammatory drugs to the peritoneal dialysis fluid, and the patient did not remember the names of other drugs. The patient also informed that the external short tube was replaced about half a month ago, but the external short tube was another brand.